Event description:
It was reported that 2 of the bd venflon¿ pro safety shielded IV catheter had rust on the cannula. The following information was provided by the initial reporter: when opened for cannulation they found the needle in rusted condition.

Manufacturer narrative:
The manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. E.1 initial reporter phone #:(B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: the photo was received by bd for evaluation. A quality engineer was able to review the photo of a venflon I 22g from lot number 1343140 regarding material number 391591 with the reported issue of foreign matter (fm ¿ rust / corrosion). Based on the photographs defect is confirmed. The device history review of material number 391591 with lot number 1343140 was checked and there was no quality notification found on this lot from its production date to its dispatch on date. The investigation and simulation were carried out on a retention sample where the investigating team has visually tested the samples for foreign matter and no defect was found. The exact root cause can only be determined if we receive the original sample.

Event description:
It was reported that 2 of the bd venflon¿ pro safety shielded IV catheter had rust on the cannula. The following information was provided by the initial reporter: when opened for cannulation they found the needle in rusted condition.